Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a peritonitis infection while on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, peritoneal dialysis registered nurse [(pd)rn] confirmed the peritonitis event. The pdrn stated the evets were unrelated to a bowel perforation. The patient currently remains on in-center hemodialysis (hd) and has recovered from the events. No additional information is available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A shipping search was performed for the lots delivered to the patient, however no information of product delivered to the patient was obtained. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette, and the serious adverse event of peritonitis and transition to hd. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler and fmc cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred, causing the serious adverse events.